Event description:
It was reported that far field r-wave oversensing (ffrwos) was observed on this patient's presenting electrocardiograms. Review of the stored data identified inappropriate atrial tachycardia response (atr) episodes due to oversensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that far field r-wave oversensing (ffrwos) was observed on this patient's presenting electrocardiograms. Review of the stored data identified inappropriate atrial tachycardia response (atr) episodes due to oversensing. No adverse patient effects were reported.